Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm cutter was broken and did not fire. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed. The safety lock was engaged and the actuation button was not depressed. There were no signs of tampering or damage to the device. No visual defects were observed. To test the ability of the cutter to fire, the lock was disengaged and the plunger was pressed to deploy the needle. The needle deployed successfully. The actuation button was fully depressed inside the tool and the cutter and spiral needle were deployed. The actuation button was depressed approximately 1 inch inside the tool. Based on the returned condition of the device and the results of the investigation the reported complaint was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm cutter was broken and did not fire. A replacement device was used to complete the procedure. The hospital did not report any patient effects.